Event description:
Medtronic received information that 17 months following the implant of this transcatheter bioprosthetic valve, angiography demonstrated multiple, contained fractures of the stent. The fractures were not hemodynamically significant and no action was taken. There were no reported adverse patient effects.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.